Event description:
The user facility reported that a portion of a guidewire's tip " became caught on the fna (fine-needle aspiration) needle during withdrawal" following an endoscopic retrograde cholangio-pancreatography procedure, causing the tip to "sheer." Reportedly, the procedure was completed successfully, and there was no known impact to the pt. Additional event specific info has not been made available.

Manufacturer narrative:
Results - is based on user facility info; is based on reserve sample eval. Conclusions - is based on user facility info; is based on reserve sample eval. The involved device has not been returned for eval. Eval of a reserve sample from the reported lot confirmed there were no anomalities. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the guidewire due to manipulation against a sharp surface, such as the fna needle that was used during the ercp procedure. The warnings/precautions section of the instructions-for-use does address the potential for such an event by stating that inappropriate manipulation of the guidewire under certain conditions "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." Specifically, the potential for such an event is addressed in the instructions-for-use by statements including: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation requiring retrieval."; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device, so as to avoid damage to the glidewire." All available info has been placed on file by qa at mfg facility for appropriate tracking, trending and follow-up. (B)(4).